Event description:
It was reported to philips the device had a proximal pressure sensor failure. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. An onsite evaluation was requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered data acquisition printed circuit board assembly (da pcba) replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The removed da pcba was returned to the product investigation lab (pil). The da pcba was tested and the failure was unconfirmed. Pil confirmed that this da pcba passed pressure accuracy testing. This da pcba was verified to be functional with no error.

Manufacturer narrative:
The field service engineer downloaded the event log and error 110d (proximal port error) was noted. The da pcba was replaced. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customers alleged malfunction was confirmed to have failed to meet specifications. The customers alleged malfunction was confirmed and it was determined that the root cause was the da pcba.